Event description:
During an in-clinic follow-up, x-ray imaging was performed and the right atrial (ra) lead was found to be dislodged. An ra lead malfunction was alleged to be the cause of the dislodgement. A revision procedure was performed, however when attempting to reposition the ra lead, the helix was unable to extend. The physician elected to explant the ra lead, place a plug in atrial port of the device, and reprogram the device to ventricular only pacing. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.